Event description:
Reporter stated that user reported that unit had an observed free flow of approx. 2ml. During this same time the unit also displayed p-22 and p-17 alarms. The user was advised not to use the unit which was swapped out. No pt involvement.